Event description:
A nurse contacted baxter's tech svc ctr regarding an overfill on a homechoice device during dwell 1/6. The nurse had performed a manual fill of 2l on the pt prior to starting therapy on the device. The nurse did not realize that the initial drain alarm was set to 0ml. The home pt drained 44ml during the initial drain and then the machine moved to fill 1 and filled the home pt with another 2l. The home pt complained to the nurse of abdominal discomfort. The baxter tech svc rep (tsr) had the nurse stop the dwell and put the home pt into a manual drain. The nurse drained off 2008ml. Tsr explained the initial drain alarm setting to the nurse. The nurse resumed dwell with the fluid remaining in the pt. Nurse declined to return the device for eval as the cause of the overfill was known.